Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference numbers: 3006705815-2021-06157, 3006705815-2021-06158. It was reported that the patient's system could not get into MRI mode. As a result, the patient underwent surgical intervention wherein the entire scs system was explanted. No new products were implanted.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.